Event description:
It was reported the pt's therapy was turned off by a theft detector gate at store. The device was on at the time the pt went through the gate. The pt was not able to adjust the stimulation. The lights were assessed. All the lights were yellow not green. The following day, the status lights were assessed and were confirmed to be green. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
Stimulation therapy.